Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 for consecutive stalled motor events multiple times per day, and a replacement device was arranged while the user was instructed on shutdown, data handling, and continued cgm use. Symptoms included hyperglycemia with a reported peak of 250 mg/dl lasting about 20 minutes, without ketones and without medical intervention. Outcomes included the need for backup subcutaneous insulin dosing of approximately 10 units and device replacement. Investigation included device replacement logistics and return instructions for evaluation. Investigation of the returned device revealed a suspected motor stall malfunction associated with the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction.